Event description:
It was reported "power output is ok but oscillating pin is not working. We also recommend replacement of the handpiece cable." Numerous attempts were made by integra to obtain additional information.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.